Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3387s-40, lot# va01k4q, implanted: (B)(6) 2012. Product type: lead: product ID 3387-40, lot# l75839, implanted: (B)(6) 2000. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's mouth was pulled to one side, "as if one of his devices could be off," and was very lethargic. The reporter stated that it was hard to get the patient to respond and he was "not acting like himself," was acting "really strangely," and was "acting very much like he does when something's turned off." The symptoms returned the morning of the report. It was noted that the patient was traveling and they forgot to bring the patient programmer so they were unable to check if the device was on. It was reported that they were worried that they went into a store and it turned one of the devices off. The reporter stated that they wanted someone to check and see if the device was on. Eleven days later, it was reported that there were no issues with the therapy.